Event description:
It was reported that the artificial urinary sphincter (aus) system stopped working and the patient became incontinent overtime. The physician suspected that a muscle atrophy occurred. An aus replacement surgery was performed in which the cuff and pump were removed and replaced and the old pressure regulating balloon was surgically abandoned. A new ballon was implanted. There were no device issues noted. There were no patient complications reported.

Manufacturer narrative:
Information updated: lot number, catalog number and implant date . There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) system stopped working and the patient became incontinent over time. The physician suspected that a muscle atrophy occurred. An aus replacement surgery was performed in which the cuff and pump were removed and replaced and the old pressure regulating balloon (prb) was capped and left inside the patient. A new prb was implanted. There were no device issues noted. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.